Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawers 1.12 and 1.18 were not popping out. A field service engineer (fse) found that drawer 1.18 was making a noise. The fse unlocked the red lever and was able to extract the drawer, discovering it was overstuffed, causing the vials to get jammed. After insisting that the customer reduce the stock in drawer 1.18, it functioned correctly. Fse found that drawer 1.12 was not responding and turned off the station. The fse replaced the damaged engine to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer that was jammed and failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.